Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 was not detected on bus. A field service engineer (fse) found that main drawers 4.1 and 4.2 were not detected on the bus. Both retractor bands and the row board cable were cleaned and reseated. Firmware updates were run, and the system was rebooted. The drawers were tested in the hardware test application, and the customer performed inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.1 and 4.2 were not detected on the bus. The customer attempted a reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.